Event description:
Customer reported that she had multiple low blood glucose. No blood glucose level was provided at the time of the call. Troubleshooting was performed, and the basal rates and settings in the insulin pump were correct. Customer stated that the amount of insulin in reservoir matches with the amount on the screen. Performed the displacement test and the insulin pump failed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.